Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zavattero e, et al (2021), accuracy of fibula reconstruction using patient-specific cad/cam plates: a multicenter study on 47 patients, laryngoscope, 131:e2169¿e2175, doi: 10.1002/lary.29379 (italy). This prospective study evaluated the accuracy of mandibular reconstruction using free fibular flaps (by comparing virtual plans to the three-dimensional postoperative results), and the extent of bone-to-bone contact after computer-assisted surgery. From february 2013 to january 2017, 47 patients who underwent partial-continuity mandibular resections were included in the study. There were 25 males and 22 females with a mean age of 44.9 years (range, 28-66 years). For the web-based planning, dicom data derived from preoperative computed tomography (CT) of the mandible and donor site were transferred to medical engineering software synthes trumatch cmf solutions/proplan cmf connect. The plates were designed, the screw positions chosen by the medical engineer, and approved by the surgeon. The plate was milled from a titanium block using a computer controlled milling machine and the cutting guides printed in 3d. All patients required mandibular reconstruction with a vascularized fibular flap after tumor removal or to treat osteoradionecrosis. A total of 112 fibular segments were used and 54 implants were placed. Complications were reported as follows: two patients required revisions because of plate exposure after radiation therapy. The resections and reconstructions were again model-based, and the fibular segments were fixed using patient-specific plates. This report is for the unknown synthes trumatch cmf patient-specific plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1, a2, a3, a4: there are multiple patients. All known information is provided in the literature article. D1, d2, d3, d4, g4 - 510k: this report is for an unknown trumatch plate/unknown lot. Part and lot number are unknown; UDI number is unknown. D6: there are multiple unknown dates of implantation between february 1, 2013, and january 31, 2017. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.